Event description:
Lifecor customer support noticed several "discharge profile fault" flags on a recent download from a female patient. This download also showed 9 "abnormal shutdown" flags and 1 "clock failure" flag. The patient had ended use and we were waiting for the system to be returned to lifecor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The cause of the "discharge profile fault" flags was a damaged resistor on the defibrillator pca within the monitor. The device which is the discharge resistor for the high voltage capacitors, was charred from overheating. The root cause of the charred cannot be positively identified, but was likely a random component failure. Service was unable to duplicate the abnormal shutdowns or clock failure. This monitor had been returned on another complaint for abnormal shutdowns and clock failures. Therefore, it will be repaired and then made a demonstration unit. No adverse event resulted from the defective device.